Manufacturer narrative:
Additional information: h11: a review of event history log revealed that the reported infusion cannot be confirmed in the logs. A downstream (distal) occlusion sensor test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon further information, the medicated solution was ketamine with a volume to be infused of 142ml/hour. H11: a review of the event history log identified se 21515 (uso sensor failure low), however, the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an upstream occlusion (uso) sensor failure error (error code 21513). The error occurred during a ketamine infusion. This was observed in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.